Event description:
A customer reported to baxter corporate product surveillance a reservoir drug empty bag in which a leak was observed. According to the report, the seam of the bag ripped apart and the entire contents of the bag leaked out. The reporter stated that the bag is filled at the pharmacy, and is then shipped out to patient's homes. The bag involved in this report was filled with ropibacaine and shipped to the customer in a case of five filled bags. When the patient received the bags at their home, it was noted that one of the bags was completely empty and the case was wet. It was observed that there was a good size tear at the top right side of the bag. The alleged defect occurred after filling. Therefore, there was no patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional testing were performed. An underwater pressure test at 8psi revealed a leak in the bag due to a tear at the seam. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time. A batch review was performed on the reported lot with no deviations found.